Event description:
The customer from china reported the event of "probe leakage issue". The liquid dripped out from the probe, so the field service engineer replaced the aspiration and dispense check valve which resolved this malfunction. There were some slides affected by this issue. The affected slides were re-sliced and re-stained. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Initial reporter address: (B)(6).